Manufacturer narrative:
The event was initially evaluated, and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Evaluation: the iab was returned for evaluation. The guidewire and pump tubing were not returned. There was blood on external surfaces of iab. The super arrow-flex sheath with sidearm was on the bladder approximately 5cm from the distal tip of the iab. The central lumen was kinked approximately 19.2cm from the proximal end of the bladder. A guidewire was fed through both ends and met resistance approximately 19.2cm from proximal end of the bladder at the central lumen kinked area. The bladder was measured and within specification. The one way valve was tested on the vacuum gauge and passed. A vacuum was pulled on the iab and passed. The iab was submerged/pressurized in water. No leaks were detected in the iab and bladder. A device history record review was conducted on the iab & it met all specifications & passed all in -process testing. There were no manufacturing abnormalities established between the DHR's & the reported complaint. Unable to confirm reported complaint. The iab and one-way valve passed all functional testing. The one-way valve and iab, when connected together, were able to maintain a vacuum. Maintaining vacuum prevents the iab from unwrapping when removed from the tray. A CAPA has been initiated to address the issue of premature unwrapping of iabs.

Event description:
It was reported that the intra-aortic balloon (iab) unwrapped upon opening of package. As a result, the iab was not used.